Manufacturer narrative:
Additional information received on 28-oct-2013 from a patient. Information about sculptra added to narrative. Narrative amended accordingly. Follow-up received on 06-dec-2013: the conclusion for batch investigation was added to the case, no change in the relatedness or seriousness assessment. Narrative was updated accordingly. Follow up information was received on 06-mar-2014. New events of ear pain in particular right ear, severe tinnitus, sinus bradycardia and chronic cough added. Event term deafness changed to sensorineural hearing loss. Outcome of the events added. Information about sculptra therapy added to narrative. MRI scan result added. Narrative amended accordingly. Follow up information was received on 31-march-2014 from the patient's physician. The reporter causality added. Narrative amended accordingly. For reference purposes only, this case has also been assigned the following tracking number: (B)(4). No further information was provided. This case is linked with (B)(6) (same patient). Pharmacovigilance_comment: (B)(4) 2013, deafness, hypoaesthesia assessed as serious and possibly related. (B)(4) 2013, no change to medical assessment. (B)(4) 2013, no change to medical assessment. On (B)(4) 2014, new events of ear pain, tinnitus, sinus bradycardia and cough added and are assessed as serious and possibly related. Event term deafness changed to deafness neurosensory with no changes to medical assessment. On (B)(4) 2014, no changes to previous medical assessment.

Event description:
This spontaneous case was received on 25-oct-2013 from a (B)(6) female patient. The patient's medical history was not reported. The patient did not smoke, not a seropositive and did not have any cardiac conditions. The patient was not taking any concomitant medication. It was reported that, the patient had 3 treatments with sculptra (poly-l-lactic acid) in 2011, but never had any side effect except facial erythema which was expected as per brochure and that disappeared approximately a week later. She was very satisfied with the sculptra injection. The patient had magnetic resonance brain on (B)(6) 2011. The final results of MRI scan were normal. The patient received three injections of sculptra on (B)(6) 2013 to areas of chin and temple. The patient reported that the product had already been mixed with the anesthesia prior, so she would not feel the needle. The patient stated that, she suffered from harmful and dangerous side effects to her health since the first injection. She began having symptoms of numbness in her face around (B)(6) 2013, ear pain in particular right ear, severe tinnitus with sensorineural hearing loss mainly of low frequencies, chronic cough which lasted for more than 6 weeks and sinus bradycardia (on an unknown date in 2013). The patient saw a hearing specialist on (B)(6) 2013 and said she had deafness more severely in right ear than in left. The patient stated that, she never had ear disorders before. The outcome of the event sinus bradycardia was recovered, numbness of face, tinnitus and sensorineural hearing loss were not recovered. The outcome for the events chronic cough and ear pain were unknown. The reporter claims that the doctor did not administer sculptra to her, but rather gave her something else. It was reported the patient was charged for sculptra. The patient found that, the physician had published on his website about new fill for seropositive and physician stated that, new fill is the new sculptra vial. She has lodged a complaint against the college of physicians and surgeons against her physician. According to the investigation results (complaint number: (B)(4)) no quality issues have been identified in the overall manufacturing process confirming that the batches released for the market are confirm to the cgmp and to the specifications requirements. Physician comments: "the only symptom listed in the list that is closest to those of my patient would be tinnitus. Even though sculptra is suspected does not make it guilty. Sincerely, I do not think that the symptoms are related to sculptra. They are changing, fluctuating, variable geometry, non-specific. She has consulted many specialists who could not decide the nature of the symptoms and she passed many tests with all negative outcomes."